Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4). - the dentist reported that, 2 days after the dental implant was installed in intraoral region #19, its non-osseointegration was observed. Fifteen ncm of primary stability was achieved. The patient presented insufficient bone quality/ quantity (bone type iii) and bone graft was performed.